Event description:
The patient reported experiencing 2 infusion tubings separate at the luer connection. She stated that the most recent incident occurred 2 weeks ago. She stated she felt "nauseated and sick" and her blood glucose was elevated to 300 mg/dl. Her normal blood glucose is below 120 mg/dl. She stated she immediately changed the infusion tubing and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.